Event description:
An angio-seal device was deployed after cath to right femoral on (B)(6) 2024. Patient reported discomfort, went to ed (emergency department) and CT (computed tomography) demonstrated occlusion of right common femoral artery. Patient returned to cath lab (B)(6) 2024 and successful removal of angio-seal. Patient did well and discharged to home. Small amount of blood restriction caused by angio-seal limited flow causing pain. Removed. Pain then decreased to his "normal".